Manufacturer narrative:
Exact patient age was not provided but patient was noted to be in his 80s. Approximated 10 days after the procedure date. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was discarded and will not be returned for evaluation; therefore, a device analysis of could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a habib endohpb rf catheter was used without issues in the bile duct during a bile duct radio frequency treatment performed on (B)(6) 2022. The habib endohpb rf catheter was being used to treat a localized biliary malignancy. About 10 days post procedure, the patient presented with cholangitis accompanied with a 40 degrees celsius fever. The patient was treated with endoscopic nasobiliary drainage (enbd) antibiotics and was noted to have recovered. Later (exact date unknown), the patient again presented with cholangitis and a portal vein thrombosis was discovered. Then a coronary aneurysm from another thrombosis was noted. The coronary aneurysm could not be approached and the thrombosis could not be removed. The patient experience liver failure due to thrombosis. On (B)(6) 2022, the patient died due to liver failure. In the physician's assessment, patient's death could be related to the habib treatment.